Event description:
It was reported during remote follow up that the right ventricular lead exhibited oversensing due to noise. This oversensing resulted in pacing inhibition. Lead replacement was recommended but not yet completed. The patient condition was unknown.